Event description:
It was reported that during treatment with two units of polyflux 170h dialyzers, an internal blood leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available for evaluation, however, six pictures were provided. The visual inspection of photo one and two showed the products during treatment with blood visible on the dialysate side of the bundle area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.